Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a bentall freestyle procedure, twice during reconstruction/restoration of aortic continuity, the needles dislodged and fell into the patient¿s thorax. The needles were retrieved. There was no patient injury.